Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-feb-21, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain and failed back syndrome - other. Information received reported the patient had gastric surgery in the past and lost a significant amount of weight. Because of the weight loss, the pump was moving around in the pocket. The rep stated that the patient had a pocket revision on (B)(6) 2018. No further information was provided.